Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulator had poor coupling with recharging. The stimulator was unable to charge and the patient lost 10-15 pounds since their implant. There is excess skin at the pocket site and that the patient is only able to get two coupling bars. It was confirmed that the stimulator battery was flipped, and that the battery was configured into its correct orientation and a future pocket revision is planned. The issue is resolved at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding the patient. The patient¿s device had flipped three times in the past. The implantable neurostimulator had flipped two times in (B)(6) 2017, and the patient underwent a surgical revision on (B)(6) 2017 to flip the implantable neurostimulator back. At the time of the report, the implantable neurostimulator recharger was not charging the implantable neurostimulator. The patient¿s stimulation stopped on (B)(6) 2017, and the patient is in pain. The patient had been sitting for hours every day since then trying to charge, and her implantable neurostimulator would not charge. It was noted that there were 8 empty coupling boxes and the implantable neurostimulator battery was flashing in the empty to one quarter quartile. It was noted that the patient¿s mother tried the implantable neurostimulator recharger on her own implant and it worked fine, so it is not the implantable neurostimulator recharger. The patient thought that her implantable neurostimulator flipped again because this is what had happened in (B)(6) 2017. No fall, trauma, or electromagnetic interference is related to the issue. No further complications were reported. The patient¿s medical history includes her tailbone starting to hurt in (B)(6) 2016 prior to implant of the device. The patient has already had a nerve block for the issue with her tailbone.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.